Event description:
Cell saver made noise during procedure and after further investigation, the bowl in the cell saver was cracked. This prevented the surgeon from using the cell saver. On (B)(6) 2025, 73 yo female, right total hip arthroplasty anterior approach pmh = arrhythmia, arthritis, diabetes mellitus, disease of thyroid gland. The small bowls with their specific defect, will crack in any of the cell savers - reservoir hard shell 20 cell saver 00220-00 no harm to patient, reported to manufacturer (haemonetics corporation) - serial number (B)(6) last in-service date = (B)(6) 2025.